Event description:
Further review of the left ventricular assist device (lvad) event and periodic log files revealed multiple sv_int events throughout the log files, indicating a communication issue between the system controller and the lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the inability to change the pump parameters was not confirmed as the reported event was not reproduced during testing of the returned system controller. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing the pump parameters, including the hematocrit value, were successfully changed multiple times without any issues. Log files were submitted and downloaded for review, and data from the reported event date of 09apr2024 was reviewed. The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that customer was unable to adjust settings from monitor. Patient was stable in hospital for vomiting. Medical team went to update patient's hematocrit (hct) and heartmate touch monitor was not accepting update. Message displayed "processing¿ followed by ¿unable to update¿. It was also attempted to make changes from a system monitor. There was no message but there was a pause, then there were no changes made. Monitor and power module were switched, still would not accept update to hct or any other settings such as speed/low speed. The controller was exchanged without incidence, and it was able to adjust all settings.